Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported a dark spot on the screen of the insulin pump. During troubleshooting the customer noted missing segments on the dark sport of the screen, with no significant events leading up to it. The customer's blood glucose value was 106 mg/dl. The customer was advised to return the insulin pump for a replacement and analysis. No further info was provided.